Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a foreign object in the probe insertion of the bronchovideoscope, probably from the cleaning hose. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found due to clogging of channel mount unit, foreign objects came out of distal end and due to clogging of channel-tube, forceps could not be inserted. Based on the results of the investigation, the possible cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.